Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer stylus was out of calibration. No additional failures were identified. The programmer was checked and cleaned. A 25 point stylus calibration was performed and the stylus was found to be working okay. The programmer software was updated to the newest version. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was out of calibration. There was no patient involvement.